Manufacturer narrative:
The lot # and UDI not available for this system at time of filing. No parts were returned to the manufacturer for analysis. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that the mast driver was damaged. As the screw was being attached to the tip of the driver it sheard off. There was no reported delay to the procedure due to this issue and no impact on the patient outcome.